Event description:
The physician successfully implanted two 3.0 mm diameter x 12 mm length integrity rapid exchange (rx) coronary stent systems in a patient. Post use, it was noted that both products were used approximately 53 and 79 days respectively beyond their use by date. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation, results: failure to follow instructions (IFU instructs the user to use before ubd). Evaluation, conclusions: user error contributed to event (IFU instructs the user to use before ubd). (B)(4).